Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the aus. Upon explant, no device issues were identified. There were no additional patient complications reported.